Event description:
Removed gamma nail long 380 lag screw, set screw and distal screw. The lag screw cut out of the head.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The review of manufacturing documents could not be carried out as no lot-no was given. As no item was returned no physical examination could be carried out. As no medical records were available the alleged event could not be verified. The reported event indicated that the implants had initially fulfilled their tasks without any confirmed damages. As no time of implantation was given it was assumed ¿ as worst case ¿ that the event occurred within 6 since initial surgery. No further statement was possible. Due to missing medical information it could not be determined whether the event actually presented a cut-out or rather a medialization of the lag screw. In case of a cut-out the femur neck slips over the lag screw ¿ in most of the cases due to torsional displacement and poor bone substances. In case of medialization the lag screw proceeds into and sometime penetrates the femur head ¿ in most of the cases an insufficiently placed set screw has been the root cause. In both cases the event will not be caused by any deficiency of the device(s). The file will be closed formally. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. With available information a deficiency of the nail was not verified. Device was never returned.

Event description:
Removed gamma nail long 380 lag screw, set screw and distal screw. The lag screw cut out of the head.